Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per iso11135 prior to release.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient called in virtually to their doctor and diagnosed with mrsa. The patient was prescribed 544 mg of clindamycin. Bactrim 800mg. And was directed to take one tablet 2 times a day for 10 days.